Manufacturer narrative:
Product analysis conclusion: the reported endoleak could not be confirmed on the limited films provided; therefore the type and cause of the endoleak could not be determined. Pre-implant CT¿s showing the patients anatomy were not available and complete CT images allowing analysis of the reported endoleak were not provided. In addition, angiograms including cine¿s with endoleak interrogation were not available for a comprehensive assessment of the reported endoleak. The resolution of the cross-sectional images is poor, so determination of the type of endoleak could not be performed. A type iiib endoleak cannot be ruled out. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the fabric, which can be exacerbated by the stent graft angulation, are potential root causes. Other than the device angulation seen across the arch, the films did not show any obvious anatomical causes (e.g. Calcification) or stent graft integrity issue that can be identified as a factor in causing a graft tear. A type IV endoleak would appear unlikely given the time at which the event occurred after implantation but there may have some evidence of this type of endoleak during the index procedure. Although there was an outpouching of contrast identified on the cross sectional contrast CT images, this was unable to be confirmed as an endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of ruptured thoracic aortic aneurysm. It was reported that on the date the patient returned for follow-up three years and seven months later, an endoleak was observed from the implanted stent graft. The subtype of the endoleak was confirmed to be a iiib. It was reported that an additional valiant captivia was implanted as intervention. As per the physician the cause of the event was given as possibly over ballooning. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B.5 additional information: it was confirmed that the iiib endoleak was fully resolved with the implantation of the valiant captivia . H.6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.